Manufacturer narrative:
Intuitive has received the fenestrated bipolar forceps associated with this complaint and completed investigations. Failure analysis found the primary failure of missing molded insulator to be related to the customer reported complaint. The instrument was found to have a broken molded insulator. The broken molded insulator piece including the grip tip, was approximately 0.186" 0.676" in size and was not returned with the instrument. Additionally, the instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. The wire was fully broken. No signs of thermal damage were observed. Moreover, the instrument was missing one of the grip tips. The missing grip tip piece including the broken molded insulator, is approximately 0.186" x 0.676" in size.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, one of the paddles on the distal instrument broke off and the cable snapped on the 6mm fenestrated bipolar forceps. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument / accessory inspected was prior to use and no damage was noted. The surgical task was being performed when the device fragment fell inside the patient was retracting tissue. The surgeon believes caused the instrument / accessory to break or caused the fragment falling issue was instrument failure. The instrument / accessory in use prior to the issue for less than 1 hour. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment(s) fall inside the patient during an instrument tip / accessory collision. The instrument was removed during the procedure (prior to the breakage). The wrist was straightened prior to removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. The fragment(s) was retrieved with another grasper. All fragments were retrieved. No additional surgical procedure required to remove the fragment. There were not any post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically.